Event description:
In the operating room, the cage was packed with a combination of b-natriuretic peptide and allograft slides were placed into the disc space and then the graft was advanced down the slides and impacted into the disc space. The cage fractured with the initial attempt of placing the cage. The fractured cage was removed. Diagnosis or reason for use: anterior lumbar interbody fusion.